Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a downstream occlusion alarm. This issue is not related to physical damage/abuse. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation of device found scratched lcd lens, bubbled downstream occlusion (dso) seal, and worn upstream occlusion (uso) seal. Event history log showed multiple high alarm displayed: downstream occlusion. During functional testing, the downstream occluded at 30 psi. Replaced dso sensor and it still failed. Cause of the primary problem was the printed wire assembly (pwa) board. Replaced the pwa board to fix reported problem and bring pump into full functionality. Device passed all functional tests after repair.